Manufacturer narrative:
(B)(4).

Event description:
Additional review indicated that the reason the device was turned off ¿years ago¿ was due to electrocardiograms (EKG) ¿malfunctioning¿ in the past. The patient was having EKG¿s due to heart problems. Additional information received was unclear in indicating if the patient still had concerns or not. An appointment for (B)(6) 2013 was noted. A second follow up report will be sent if additional information is received.

Event description:
It was reported that the patient experienced a "shocking and jolting" sensation. It was noted that a week prior to the report the patient experienced "horrible random shocks." It was further noted that the day prior to the report, the patient had 3 shocks. It was noted that the patient "had her device turned off years ago." It was further noted that the patient was instructed in how to shut her device off. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2004. Product type: programmer, patient: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 3889-28, lot# j0401906v, implanted: (B)(6) 2004. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion code will also apply to this event.

Event description:
After additional review, it was reported that "it just made the patient jump".